Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited undersensing. The lead was explanted and replaced without complication. The patient was in stable condition throughout the procedure.